Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system fluoro pedal is not responsive and the middle button does not work. Upon function testing, fse checks the foot pedal. The wired foot pedal did not work after fse replaced the wired foot pedal, after which the system was returned to good working order. These codes were updated based on investigation outcome.

Event description:
It was reported to philips that the exposure button of the wired footswitch would not work. The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.